Manufacturer narrative:
Investigation findings: to date, the device has not been received for evaluation. A follow-up report will be sent once the handpiece is received and evaluated.

Event description:
It was reported that during testing of this handpiece, it got hot and started smoking. There was no patient involvement, injury or surgical delay reported with this event.